Manufacturer narrative:
Citation: awad g, et al. Case series of late complications after transcatheter mitral annuloplasty using cardioband and surgical tre atment options. J card surg. 2021 jun;36(6):2149-2152. Doi: 10.1111/jocs.15470. Epub 2021 mar 4. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case series regarding two patients who developed severe recurrent mitral regurgitation several months after transcatheter mitral valve repair. Patient 2: a (B)(6) year-old male patient with a history of atrial fibrillation, hypertension, adiposity, chronic renal failure, reduced ejection fraction, and transcatheter mitral annuloplasty for severe functional mitral regurgitation. Following dislocation of the edwards cardioband mitral annuloplasty device, the patient underwent implant of a 29 mm medtronic hancock ii bioprosthetic mitral valve (unique device identifier number not provided). During the post-operative hospital stay, a permanent pacemaker was implanted for third-degree atrioventricular block. The patient was discharged in good condition at two weeks post-implant, and echocardiography confirmed patency of all valves at six months post-implant. No additional adverse patient effects or product performance issues were reported.